Event description:
After the iab was inserted, the iabp stopped with alarms. Blood was noted in the tubing and the dr removed the iab. (Event complications: none from the event - reported 12/22/97) (pt's current status: unk - rpt'd 12/22/97.)

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.